Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during processing, the instrument showed signs of wear. Subsequently, the instrument was also fractured. There was no patient involvement.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual and examination of the returned part determined that returned tasp exhibits signs of repeated use (nicked or gouged) and the dovetail feature is flared and fractured on the medial side into 2 pieces and all pieces were returned. DHR was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.